Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Event description:
As reported, the pressure measurement differed by 41 mmhg higher than actual. All the set-up steps from the dfu were followed. There was no blood in the line. No occlusions or kinking in the line were noted. Radial arterial blood pressure was being measured. Customer doesn't know what values were expected. The pressure displayed drifted to 41 mmhg higher than actual. The anesthesiologist noticed the pressure rising. No alarms. Surgeon palpated the aorta and indicated the pressure did not feel as high as displayed. Other devices related to the product (cable and monitor) were checked and worked fine after the transducer was replaced. There was no patient injury.